Event description:
Report rec'd of an underdelivery. During testing at the user facility, the pump reportedly delivered 10ml from an expected delivery of 20ml. Delivery accuracy specs for this device require delivery of 20ml +/-1ml (+/-5%_. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.